Event description:
It was reported that the collimator on the 9900 system closed down. Also the keyboard would get stuck. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site inverstigation. The fluoro functions board was re-seated and the keyboard replaced during the service call. The system was tested, and found to be working as intended, and put back into service.